Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger movement was difficult. The following information was provided by the initial reporter: it was reported by the health professional they are unable to flush the posiflush syringes into the catheter.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1075055. The review revealed one related non-conformance associated with the reported defect. There was an intermittent issue with dry barrels which was resolved at the time of occurrence. Product associated with the defect was held for inspection and the affected material was scrapped. To aid in the investigation of this incident, samples were returned for evaluation by our quality engineer team. Through inspection of the samples, plunger movement difficulty was confirmed. It is possible that the defective samples were a result of the intermittent dry barrels issue during production. The issue was related to a temperature drop resulting in an incorrect dose of supplied silicon. Although the product was held and faulty material was scrapped at the time of detection, it is possible that a limited occurrence of affected material was released prior to detection h3 other text : see h.10.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger movement was difficult. The following information was provided by the initial reporter: it was reported by the health professional they are unable to flush the posiflush syringes into the catheter.